Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 350 mg/dl and went up to 400 mg/dl due to issues with the infusion sets. A recent set was removed and found to have a u shape. The patient was treated with a manual injection. No products were returned or replaced.